Event description:
(B)(4). It started with stomach pains after I ate. My dr recommended I stay away from gluten so I did with no change. So then we tried dairy and still no change. Finally my dr diagnosed me with ibs. I never had stomach problems before essure.